Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezf0776 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire of the niagara catheter correctly enters inside the needle, but stays blocked when the healthcare professional went to withdraw it from the needle. The wire was very difficult to remove from the needle. When the wire was removed the spring at the extremity of the wire was loose. Dilators were not involved in the reported issue. It was reported that this has occurred 7 times on 7 different kits. This file addresses the seventh event.